Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Anterior insertion handle - tip sheared off inserter.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint states anterior insertion handle - tip sheared off inserter. Arrived in theatre like this. The head pusher was used to insert stem. Examination of the photos confirms the reported event of tip breakage. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations (B)(4) in march 2009 and (B)(4) in january 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. There have been failures reported involving the improved design, an additional preliminary risk assessment, (B)(4) was initiated in january 2013 and (B)(4) in november 2015. The preliminary risk assessments concluded there was no additional or new patient harm associated with the devices. Additional corrective action is not indicated at this time. Continue to monitor through post market surveillance sep 419. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint states anterior insertion handle - tip sheared off inserter. Arrived in theatre like this. The head pusher was used to insert stem. Examination of the photos confirms the reported event of tip breakage. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations (B)(4) in march 2009 and (B)(4) in january 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. There have been failures reported involving the improved design, an additional preliminary risk assessment, (B)(4) was initiated in january 2013 and (B)(4) in november 2015. The preliminary risk assessments concluded there was no additional or new patient harm associated with the devices. Additional corrective action is not indicated at this time. Continue to monitor through post market surveillance sep 419. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.